Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins). The patient stated that the implanted device had been a ¿failure¿. They noted that trial was ¿wonderful¿ but once the ins was placed it was ¿back to the same old thing¿ and they were taking medication. A meeting was set up for the patient with the manufacturer¿s representative 2 months ago but the rep never communicated that they would not be able to make it. An ¿assistant¿ (representative was also present) was sent in their place a week ago but they ¿did not know anything¿. The patient stated that when they talked to the representative it ¿was a mess¿ although it was also clarified that they had ¿no idea what she told them¿. The physician¿s assistant (pa) was very frustrated and stated that the patient just needed to see the doctor. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. The patient returned every two months for new programs, but so far it had never worked at all. The patient saw their manufacturer representative on (B)(6) 2014 and there was no improvement so far. An appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0lyjm, implanted: 2014 (B)(6); product type lead. (B)(4).